Event description:
As reported via legal notification, the patient was diagnosed with left shoulder degenerative joint disease and left shoulder capsular contracture in 2017. The patient had an initial left tsa on (B)(6) 2017. In between the patient's two right shoulder revision surgeries the surgeon evaluated the patient for continuing left shoulder pain. In august 2021 the surgeon reported it appeared "that the same that happened on the right side is now happening on the left." The patient had a left shoulder revision on (B)(6) 2021 with removal of the press-fit stem as well as glenoid component; left shoulder single stage revision to reverse shoulder revision of glenoid and humeral components; left shoulder grafting of the glenoid cavitary defect contained with fiber graft; and left shoulder synovial biopsy.

Manufacturer narrative:
Pending investigation. D10: 2027017043, a10012 - gps implant kit v2. 4737119, 300-10-45 - equinoxe replicator plate 4.5mm o/s. 4766628, 310-01-44 - equinoxe, humeral head short, 44mm (alpha). 4839617, 300-20-02 - equinox square torque define screw drive kit. 4908336, 300-01-11 - equinoxe, humeral stem primary, press fit 11mm.